Manufacturer narrative:
(B)(4). This report involves a patient who was using antibiotics in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported event. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient was using antibiotics (presumably for a possible infection) coincident with peritoneal dialysis (pd) therapy. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The treatment and outcome were not reported. The action taken with pd therapy was not reported. Additional information was requested but is not available at this time.